Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced r1 reagent probe and r1 sample probe to resolve the issue. Beckman coulter internal identifier is case- (B)(4). Patient demographic information was not provided. Patient data was not provided. Initial reporter name and address: customer phone #: (B)(6).

Event description:
The customer reported the au680 clinical chemistry analyzer generated erroneous glucose patient results. There was no report of change in patient treatment in association with this event.